Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. The oversensing was also observed when patient presented in clinic for follow-up. It was noted the patient did not receive therapy during the oversensing. No device intervention was performed.